Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colon procedure, the surgeon opened a new harmonic. While using the harmonic a sound of creaking was heard, the surgeon took the instrument out of the abdominal cavity and activated it outside and he heard the sound again and the active blade suddenly broke. A new instrument was opened. There were no adverse consequences for the patient.